Manufacturer narrative:
Based on the lot history review the product used complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the evaluation of the sample returned it is confirmed that the deployment mechanism had been actively used and that the stent could not be deployed at all because a force transmitting component broke at the proximal end. Increased friction in the distal catheter section was considered as reason for increased release force and subsequent deployment failure. No indication was found for a manufacturing related issue. Potential factors that could have led to the reported failure have been evaluated. Previous investigations of similar complaints have been reviewed to determine the root cause. The event reported may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. In this case it was reported that the tracking path was occluded with calcification; however, no difficulties during advancing the system to lesion were reported. Additionally, a predilation of the lesion was performed. The event reported may also be use related as rough handling may lead to the event reported. Based on the information available and the evaluation of the sample returned, a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during placement of two vascular stents in the right sfa for stenting of a long occlusion, one vascular stent failed to deploy. The stent was replaced by another vascular stent that was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The lot history records are being reviewed. The event is currently under investigation.